Event description:
Patient reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, h6.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ yellow particles on the surface of the shell. ¿ encapsulation 50% color yellow. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported right-side, pain and capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.